Event description:
Originally an explanted device was returned to the manufacturer, but the reason for the explantation was not known. Later information was received from the patient's neurologist that the patient's device was registering high impedance, and was referred to a neurosurgeon for further follow-up. Analysis was completed on the returned portion of the device in question, but no anomalies were found, however, the entirety of the device was not returned, so a device malfunction cannot be ruled out. All attempts for further information from the neurosurgeon have been unsuccessful to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.